Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely after felt humming from their device. Review of the transmission noted high impedance on the right ventricular lead. No intervention was performed.